Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. There were no other records related to this event for units manufactured on work order (B)(4). No patterns were found; therefore, no additional actions are deemed required. The trend of deflation complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: brown particles, an opening on the posterior side, delamination on the plug strap and >75% total separation. A leak test and microscopic analysis were performed which identified: a sharp opening on the posterior side and total delamination of the valve (cohesive failure). A dimension measurement in the shell was performed which identified the thickness was within specification. The fill test inspection was performed and the result as no blockage. Based on the device analysis the final assessment is: a sharp opening on the posterior side due to an unidentified (tear) opening, and total delamination of the valve (cohesive failure). The reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.